Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was initially taken to surgery as her existing pump was approaching eri (elective replacement indicator). During that procedure, they were unable to aspirate the catheter.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing morphine (5mg/ml at 1.49mg per day). The indications for use included non-malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome. It was reported that a physician was unable to aspirate cerebrospinal fluid (csf) from the catheter, so the entire catheter was replaced on (B)(6) 2016. There were no environmental/external/patient factors that may have led or contributed to the issue, and no diagnostics or troubleshooting were performed related to the lack of csf flow. The issue was considered resolved, and the patient status was noted to be alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.